Event description:
Complainant alleged that while tranporting a female pt in her fourties, the device's display dimmed out then went blank. The medics continued to monitor her ECG through the recorder printout. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.